Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. A service record review cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. The potential cause of a corneal burn can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. Based on the information obtained, the root cause of the reported even remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during diabetic tractional detachment surgery, a patient experienced intermittent bleeding that accumulated at the macula. At the end of the case, as a final step before placement of silicon oil, in aspiration mode when the vitrectomy cutter engaged a hemorrhagic clot (pre retinal hemorrhage that clotted and over lied the macular surface), the aspiration pressure rapidly increased (increase in suction) so much so that the adhesion of the clot to the macular surface coupled with the vitrector¿s aspiration which caused retinal engagement and resulted in traction on the macular tissue to be aspirated leaving a large extrafoveal macular hole (retinal tear). The procedure completion detail was unknown. There was no information about current patient condition or whether any surgical intervention was there or not. This report pertains to system involved in reported events.